Event description:
T was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an anti-tachycardia pacing (atp) and inappropriate shock for atrial fibrillation (af). Furthermore, this patient had a background of secondary prevention and upon closer inspection there were episodes of aberrant fast af in 2019. This episode only occurred due to a change in medications, and the patient was now back on the original medications and the cardiologists feel this was satisfactory in preventing further arrhythmias. Technical services (ts) recommended programming options. No patient adverse events have been reported. This product remains in-service.